Event description:
Device 3 of 3. See MFR#s (1627487-2010-02667) and (1627487-2010-02828). On (B)(6) 2009, the pt was implanted with a scs system. Two octrode leads were originally placed at t9 for bilateral foot pain. On (B)(6) 2010, the sjm rep reported that the pt was scheduled to have the percutaneous leads replaced with a paddle lead due to migration and subsequent unsuccessful re-programmings. The pt was getting too much stimulation in the back and legs; and not enough in their feet. The doctor explanted the leads, extensions and anchors.

Manufacturer narrative:
Evaluation, method: actual device involved in the incident was evaluated. Results: upon visual inspection, pre-decontaminated product revealed six incomplete leads segments. Two incomplete leads extension. One cinch anchor. No other anomalies. Post-decontamination visual inspection revealed that both leads have electrocautery instrumentation damage on the lead segments. All lead segments have discoloration. One cinch anchor was returned. No functional testing was performed due to incomplete leads and extensions. Conclusion: complaint about "lead migration" cannot be confirmed through lab testing. As received leads and extensions were returned incomplete and no functional testing was performed. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.